Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that pocket e3 had been broken open due to a communication failure and noted that the treasure cable exhibited gray spots, which indicated thermal wear. An fse replaced the 28-pin flat cable of the retractor band, resecured the position sensor cable, solenoid cable, row tray cable, and internal pixie bus cable, and rebooted the system. An fse conducted a hardware testing application self-test of drawer six and found that all pockets were functioning properly. The drawer was accessed quickly, and the medication was removed. The customer verified the proper operation of this drawer through the hardware testing application self-test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height cubie drawer had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.